Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 3 was deployed. Hemostasis was achived within five minutes and the pt was transferred to ccu. The pt was discharged the following day. The pt returned to the emergency room approximately one week later with an abscess. The abscess was drained at the pt was released. No further complications were reported.